Event description:
A caller reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the user with reconnecting the cgm session and reloading the cartridge, although a pump reset was not completed as the pump had shut down.